Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic intraperitoneal onlay mesh repair (ipom) incision hernia procedure. The reloadable tacking device was being used for tacking the product. For the first cartridge, the surgeon had difficulty deploying the tacks. A strange and taut mechanical sound was produced from the device which was not the usual sound. The surgeon tried to fire but the mesh got repositioned by the constant fidgeting of the tacks. Needed to constantly check that the defect is covered by repositioning the mesh. The tacks were not deployed and the mesh got entangled in the shaft of the device. This happened a couple of times and the surgeon removed the device to fire it outside of the patient. The tacks came out, but once inserted and articulated, there was an issue again. Removed and the device and attached a new reload. However, the reload cannot be locked into the handle. There was difficulty in pressing the 'push to reload' button and in navigating the lock and unlock button. Another manufacturers device was used at this point. Fiddled with the tacking device and managed to lock the reload into the device and used it. Managed to fire and deploy the tacks to secure the mesh. Attached the final reload and the mechanical faulty sound happened again with tacks unable to be deployed. One tack got disengaged from the mesh and patient tissue and fell off into the patient's cavity. The tack was not removed from the patient. The surgeon straightened the unit and it was able to be fired as per regular sound and deployment. The surgical time was extended by thirty minutes or more due to the product problem. There was no additional patient harm. The patient outcome is reported as alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of instrument noted no abnormalities. No device loading units (dlus) were received. The instrument cycled properly with no reload and the articulation knob functioned properly. A test dlu was loaded onto the instrument. The handle was actuated and it was fired down on test media. The instrument made a clicking and crunching sound and the gear popped during firing. The first tack did not seat properly in the test media and tack hang ups were experienced during the second firing of the reload. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.